Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a full power on reset. Review of device memory showed a more rapid depletion of the battery. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis conclusion was inconclusive. Hybrid analysis confirmed the occurrence of a serious device memory failure power-on-reset while implanted. The device was shown to be in read only memory backup mode. While opening the device, a voltage discharge event occurred which catastrophically damaged the hybrid. As a result, the analysis was terminated, and the cause of the power-on-reset was not determined. If information is provided in the future, a supplemental report will be issued.